Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the nurse stated that on an unreported date, the patient experienced gastroenteritis that resulted in hospitalization on an unreported date in (B)(6) 2011. On an unreported date, during hospitalization, the patient experienced peritonitis. The cause of the gastroenteritis and peritonitis was unknown. Treatment was not reported. The nurse stated that the patient was hospitalized for three days. On an unreported date in (B)(6) 2011, the patient was recovering from the gastroenteritis and was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. On an unreported date in (B)(6) 2011, dianeal pd4 ambuflex therapy was stopped, the patient's catheter was withdrawn and that patient was placed on hemodialysis. The nurse stated that the gastroenteritis and peritonitis were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: 1e17h25, 11b10h25, and 11c23h25 with no issues noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. Additional investigation is being conducted through ncr 53002.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.